Manufacturer narrative:
(B)(4). G2- canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the trial remover spring broke during surgery, no health consequences or impact on the patient. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, h11. Corrected: e1, first name & last name. Product was returned and visually assessed. It exhibits signs of use (dings, scratches) and confirming the complaint in that the spring is broken/fractured, not all pieces returned. The product was sent for further sem analysis which reported that the fracture surface artefacts of striations and ductile dimples suggest a fatigue fracture culminating in overload. Review of the device history records could not be carried out as the DHR is not retained by the supplier. Based on the available information, the reported event can be confirmed and the cause is likely normal wear and tear. The slap hammer was manufactured prior to 2008 and has a potential field life of over 16 years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. 4 photographs were received and reviewed. Only one photo shows the spring; however, it cannot be seen if the spring has become detached from its retaining lugs or has broken. A review of the other 3 photographs shows the trial remover as a whole, and it does appear to show signs of extensive use. A review of the device history records could not be carried out as the DHR is not retained by the supplier. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.